Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 415 mg/dl. The current blood glucose value was unknown. Customer received insulin flow block alert resulted in high blood glucose. Troubleshooting was performed. Customer does not report any symptoms related to hyperglycemia. It is unknown whether the pump was used within the 48 hours of the reported event or not. Smart guard/auto mode was active at time of event. Customer was advised to discontinue the use of pump and revert to back up plan as per healthcare professional instructions. Customer was advised that the pump will be replaced. No further patient complications were reported. The device will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged no delivery/occlusion alarm - unknown timing and high bgs found on 31-jan-2023. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No no delivery alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed two no deliveries on 01/25/2023, one at 13:05:32.000 during bolus, and another at 13:39:58.000 during bolus. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch, force sensor and pcba 1. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and corroded battery tube. No delivery/occlusion alarm - unknown timing was not confirmed during testing. Unable to verify customer's complaint for high bgs. Moisture damage was confirmed found on the force sensor, motor, electronic assembly and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.